Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections were updated: required intervention. The patient was injected for pain on (B)(6) 2016. Date received by manufacturer: aug 21, 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Medical product: persona cruciate retaining femoral, cat#: 42502006002 lot#: 62599710, persona stemmed tibial tray, cat#: 42532006702 lot#: 62657610, persona cruciate retaining fixed bearing articular surface, cat#: 42521000411 lot#: 62311627. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05981, 0001822565-2017-05982, 0002648920-2017-00522, 0002648920-2017-00523. Remains implanted.

Event description:
It was reported that the patient suffers from pain and limited mobility, two years post initial arthroplasty. Attempts have been made and no further information has been provided.